Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/20/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the pediatric patient experienced a skin reaction with redness, and infection, under entire patch area, which occurred 5 days after the sensor had been inserted in the arm. The patient was seen by an hcp and the skin reaction was treated with an oral antibiotic, bactrim. Also, a culture of the wound was taken, but no further information was reported regarding this. The patient was in good condition at the time of report. No additional event or patient information is available.